Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1063 (invalid test results, correlation coefficient too low) twice while running one pt sample on the axsym digoxin iii assay. There was no impact to the pt's mgmt reported.